Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella couldnt fit into sleeve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, however, photographic images were provided. The device was observed in the plastic sterile barrier. The delivery device was observed to be in the loading device. The white plunger and slide lock were not observable in the photograph. The seal was observed in the loading device window. No cracks or delamination was observed. There were no signs of blood observed on the device. There were no signs of blood observed on the device. We are unable to confirm the reported complaint "fitting problem" since the device was not returned to the factory for evaluation and based on the photographic images provided.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella couldnt fit into sleeve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm umbrella couldnt fit into sleeve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.